Event description:
Patient reported experienced the events of lump in breast, rupture, pain and could barely breathe. The device will be explanted. Right side. Physician reported capsular contracture, baker grade ii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "lump in breast", "pain" and "could barely breathe" and right side "rupture". The device remains implanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: a.2, b.5, b.6, d.6a, g.2., h.6.

Event description:
Patient reported right side capsular contracture, baker grade ii.